Manufacturer narrative:
This report is based on information provided by philips personnel and has been investigated by the philips complaint handling team. Philips received a complaint on an unknown device indicating that there was an equipment failure. A good faith effort attempt was made for further information, with the following information received: this alarm was a box purchased outside of philips used to store aeds, it has been confirmed that the AED itself was not alarming. The investigation summary/coding is being added as reports were submitted for this case and are required to close out the reporting loop. The device was not in clinical use at the time the issue was discovered. Available details indicate that a philips device did not experience any issues, there is no fault in the equipment and no alarm is given. The reported problem was not confirmed for a philips device. Based on the information available and results of additional analysis, no further action is necessary at this time the data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The philips device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips the device has an unspecified equipment failure. No patient involvement.